Event description:
Pt had a PICC line inserted. When the nurse went to remove it nine days later resistance was met. Radiologist attempted to pull the line, it broke off, leaving approx 5cm of the line in the pt's upper arm. This piece was surgically removed.